Event description:
A surgeon reports that, following intraocular implant surgery, a patient is seeing a dark crescent in the temporal periphery of patient's vision. The dark crescent appears when light is coming from patient's left and when patient is near things. The symptoms were first reported about one week following surgery and are ongoing.